Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 49 mg/dl and 224 mg/dl within 10 minutes. Customer received separate set of readings of 79 mg/dl and 224 mg/dl within 10 minutes. Both comparisons were taken with the same vial of test strips. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.